Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a supply bag lines are blocked message during dwell 2 of 4. This alarm occurred multiple times. Additionally, a fluid leak was found, however, it is unknown where the fluid leaked from. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a supply bag lines are blocked message during dwell 2 of 4. This alarm occurred multiple times. Additionally, a fluid leak was found, however, it is unknown where the fluid leaked from. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: a2, a3, and a4 were inadvertently omitted.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a supply bag lines are blocked message during dwell 2 of 4. This alarm occurred multiple times. Additionally, a fluid leak was found, however, it is unknown where the fluid leaked from. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.